Event description:
A customer reported a minimum fill notification while trying to load a new cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support found that the customer had not been removing air from the cartridge during the fill process, provided guidance on the proper technique, and confirmed the customer understood. After the guidance, the customer successfully loaded a second cartridge and resumed insulin delivery.